Event description:
It was reported that the pta balloon catheter was unable to be retracted through the introducer sheath after an inflation in the sfa. The catheter and sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.